Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/27/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 12/08/2014 with the following findings: the keypad cover was found to be cut and torn under the down button. During testing, the down arrow and ok keypad buttons were found to be intermittently unresponsive. The up arrow and contrast keypad buttons were unresponsive. The keypad cover was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.